Event description:
The doctor stated that 9.5cm of the tip of the .018 guidewire was left in the patient. The doctor did not notice that the guidewire was shorter after the surgery. The patient removed the guidewire post surgery and returned it to the doctor. There was no injury to the patient.

Manufacturer narrative:
The investigation in-process and will be filed in a supplemental report when investigation is complete. The remaining information is unattainable after several requests from total vein.